Event description:
The device manufacturer's field service engineer (fse) reported that the device was not producing any audio. There was no reported patient impact.

Manufacturer narrative:
(B)(4). While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur. During servicing, the fse reported that the device was not producing any audio. There was no reported patient involvement. The device was returned to the device manufacturer for evaluation and the reported problem was confirmed. It was found that the problem was caused by a cable that had become disconnected from a printed circuit board. The investigation determined that this was an issue related to manufacturing workmanship (human error) and that the printed circuit board was not properly prepared for attachment of the cable. The assembly instructions for the device were reviewed and the instructions clearly state, with illustration, how to properly prepare the printed circuit board and advises to operator what can occur when it is not properly prepared. The revision of the printed circuit board that is installed in this device is no longer used in production and has been replaced with another revision that does not require preparation prior to connection of this cable. Based on this information, there are no changes planned for the assembly instructions or the printed circuit board. There have been no reports of death or injury related to this issue. The available information indicates that the problem is isolated to the device listed in this report and that the problem is not systemic in nature. This conclusion is based on the fact that there have been no other customer complaints or calls for this reported problem. When monitoring of the patient is required during MRI procedures, a clinician is always present. Because of this, the multiple and redundant visual alarm indicators would be observed, even in the absence of an audible alarm. Given this information, the clinical staff would have the ability to visually detect an alarm-generating event in the absence of an audible alarm, as well as immediately examine the patient physically and check other vital signs. As a result, there would be minimal risk to health due to this manufacturing error. No further investigation or action is warranted.